Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the reporting facility confirming that this failure was found while evaluating a returned loaner device. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e1, h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to stress or device handling. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: important information. Please read before use. Precautions: caution: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There were scratched found on the ultrasonic probe. Additionally, the adhesive around the probe was peeling and detaching. The bending angle was insufficient due to the elongation of the angle wire. There was play present in the angle knob due to the elongated angle wire. There was a lack of adhesive in the tip cover screw holes and the joint of the objective lens was cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera ultrasound gastrovideoscope due to an unspecified defect in the ultrasound probe. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the distal end was peeling. This report is being submitted to capture the peeling adhesive found during the device evaluation.